Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during the loading process, the cartridge septum appeared to have been damaged. Customer used another cartridge and insulin therapy was resumed. Customer's blood glucose was 104-130 mg/dl.